Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration (electrode lot#: p203944). The date of the report and/or when the irritation occurred was not documented in the case notes. The patient experienced burning sensation, rash, and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical steroid). The patient discontinued service and took a break in service (bis). The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergy to metals and/or adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration (electrode lot#: p203944). The date of the report and/or when the irritation occurred was not documented in the case notes. The patient experienced burning sensation, rash, and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical steroid). The patient discontinued service and took a break in service (bis). The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergy to metals and/or adhesives.